Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735225r, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The computer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the computer was damaged and not booting up. Troubleshooting was performed and the manufacturer representative checked the cmos battery. The probable cause of the reported issue was a damaged computer. The next step was to replace the computer. No patient was present at the time of the event.